Event description:
The customer reported that the insulin pump may not be functioning properly. Customer stated that the device was making a humming sound after rewinding. The customer also stated that she had been experiencing high blood glucose levels. Customer reported having a blood glucose level of almost 600 mg/dl the night before the call and 556 mg/dl at the time of the call. Blood glucose level at the time of the incident was 404 mg/dl. The customer reported that she was nauseous and her heart was racing. The customer was advised to change the infusion set and monitor her blood glucose levels. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.